Event description:
When patient was having first fill more than 5 months after implantation, the physician found band did not hold any fluid. Under fluoroscopy, fluid leaked from port tubing near the access port. Surgery to repair tubing has occurred.